Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during basal. The customer's blood glucose reading at time of call was 65mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was exposed to a magnetic resonance imaging. Ran a displacement test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.